Manufacturer narrative:
A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The counter weight was replaced to resolve the issue. No patient information to date after calls to customer on (B)(6) 2022. Legal manufacturer: (B)(4).

Event description:
It was reported that there was a malfunction resulting in resulting in the over-delivery of pressure during a case. There was no patient injury.